Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic type reactions") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal and excessive bleeding"), pain ("body aches"), migraine ("migraines"), fatigue ("fatigue") and weight fluctuation ("weight problems"). The patient was treated with surgery (she underwent a hysterectomy and salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the hypersensitivity, menorrhagia, pain, migraine, fatigue and weight fluctuation outcome was unknown. The reporter considered fatigue, hypersensitivity, menorrhagia, migraine, pain and weight fluctuation to be related to essure. Further company follow-up with the lawyer or lawyer is not possible. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic type reactions') in an adult female patient who had essure (batch no. 694962) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome. Current weight: 280 lbs. Concurrent conditions included morbid obesity, knee pain, gallbladder disease nos, gerd, hiatal hernia and kidney stones. Concomitant products included escitalopram, esomeprazole, metoclopramide, nortriptyline and zolpidem. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal and excessive bleeding during menstruation/ abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient was found to have weight increased ("weight problems-weight gain"). In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), pain ("body aches"), fibromyalgia ("fibromyalgia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with amitriptyline, gabapentin, ibuprofen, levonorgestrel (mirena), sumatriptan, topiramate (topamax), tramadol and surgery (she underwent a hysterectomy and salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the hypersensitivity, pain, headache, weight increased, fibromyalgia and migraine outcome was unknown and the menorrhagia, fatigue, vaginal haemorrhage, pelvic pain and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, fatigue, fibromyalgia, headache, hypersensitivity, menorrhagia, migraine, pain, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2011 leave taken from this job or other job for medical reasons- recovery from gallbladder surgery, carpal tunnel surgery, recovery from knee surgery, intermittent time off due to migraines, recovery from hysterectomy to remove essure device, migraines. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: right- total occlusion left -failure to occlude; on (B)(6) 2011: myometrial intravasation origin unclear; on (B)(6) 2011: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-jun-2019: quality-safety evaluation of ptc (product technical complaint) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic type reactions') in an adult female patient who had essure (batch no. 694962) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome. Current weight: 280 lbs. Concurrent conditions included morbid obesity, knee pain, gallbladder disease nos, gerd, hiatal hernia and kidney stones. Concomitant products included escitalopram, esomeprazole, metoclopramide, nortriptyline and zolpidem. On (B)(6) 2011, the patient had essure inserted. In september 2011, the patient experienced menorrhagia ("abnormal and excessive bleeding during menstruation/ abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In march 2012, the patient was found to have weight increased ("weight problems-weight gain"). In january 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In february 2015, the patient experienced fatigue ("fatigue"). In january 2017, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), pain ("body aches"), fibromyalgia ("fibromyalgia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with amitriptyline, gabapentin, ibuprofen, levonorgestrel (mirena), sumatriptan, topiramate (topamax), tramadol and surgery (she underwent a hysterectomy and salpingectomy on (B)(6) 2017. Essure was removed on (B)(6) 2017. At the time of the report, the hypersensitivity, pain, headache, weight increased, fibromyalgia and migraine outcome was unknown and the menorrhagia, fatigue, vaginal haemorrhage, pelvic pain and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, fatigue, fibromyalgia, headache, hypersensitivity, menorrhagia, migraine, pain, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011 leave taken from this job or other job for medical reasons- recovery from gallbladder surgery, carpal tunnel surgery, recovery from knee surgery, intermittent time off due to migraines, recovery from hysterectomy to remove essure device, migraines. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Hysterosalpingogram - on 09-jun-2011: right- total occlusion left -failure to occlude; on 04-aug-2011: myometrial intravasation origin unclear; on 23-aug-2011: total bilateral occlusion.. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs received- lot number were added. New events abnormal bleeding (vaginal), fibromyalgia, headaches, pelvic pain, dysmenorrhea were added. Pt of weight abnormal updated to weight increased. Outcome of menorrhagia, fatigue updated to recovered / resolved. New reporter, patient information, medical history, lab data, treatment and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic type reactions') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 694962) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome. Current weight: 280 lbs. Concurrent conditions included morbid obesity, knee pain, gallbladder disease nos, gerd, hiatal hernia, kidney stones, hoffa's disease, joint effusion, escherichia coli test positive, flank pain, anemia, hiatal hernia, urinary tract infection, pyelonephritis, kidney stones, unilateral leg swelling, knee pain, esophagitis, antral gastritis, endometrial polyp, fistula, dysfunctional uterine bleeding and nickel sensitivity. Concomitant products included escitalopram, esomeprazole, esomeprazole, metoclopramide, nortriptyline and zolpidem. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal and excessive bleeding during menstruation/ abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient was found to have weight increased ("weight problems-weight gain"). In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), pain ("body aches"), fibromyalgia ("fibromyalgia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with amitriptyline, gabapentin, ibuprofen, levonorgestrel (mirena), sumatriptan, topiramate (topamax), tramadol and surgery (she underwent a hysterectomy (full) and salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the hypersensitivity, genital haemorrhage, pain, headache, weight increased, fibromyalgia and migraine outcome was unknown and the menorrhagia, fatigue, vaginal haemorrhage, pelvic pain and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pain, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011. Leave taken from this job or other job for medical reasons- recovery from gallbladder surgery, carpal tunnel surgery, recovery from knee surgery, intermittent time off due to migraines, recovery from hysterectomy to remove essure device, migraines. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: subtle periureteric inflammation likely secondary to aperistalsis in setting of concern for urinary tract infection and possible pyelonephritis. 2 nonobstructing right renal stones. Hysterosalpingogram - on (B)(6) 2011: right- total occlusion left -failure to occlude; on (B)(6) 2011: myometrial intravasation origin unclear; on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. New events abnormal bleeding (general) were added. Lab data, concomitant conditions, concomitant drugs, reporter¿s information, patient¿s demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.